Event description:
Additional information received reported that this lead exhibited high shock impedance measurements. They were unable to program around the high measurements; therefore, the lead was surgically abandoned and replaced as previously reported. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Currently, this lead remains implanted in the patient. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. No additional adverse patient effects were reported.